Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net and the patient complained of experiencing lightheadedness for a few seconds. The right ventricular lead exhibited noise which could be reproduced with isometrics. On (B)(6) 2016 the lead was successfully capped and replaced. The patient was in stable condition post surgery.